Event description:
It was reported that a trochanteric fixation nail (tfn) and blade were out of alignment intraoperative due to a bent insertion handle. The surgeon removed the nail and blade, replacing them with a new one of each. The surgery was completed successfully with a reported sixty (60) minute delay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: during a trochanteric fixation nail (tfn) procedure, the surgeon experienced difficulty inserting a helical blade into an implanted nail. The complaint description states: ¿¿it was noted that the insertion handle was bent which caused the nail and blade to be out of alignment. The nail and blade had to be removed and another nail and blade were used.¿ the returned components were assembled with known good mating components and the complaint condition was able to be replicated. The complaint is confirmed. The returned insertion handle (357.411 lot 6319156 mfg 6/2010), nail (456.322 lot 7912381 mfg 2/2015) and helical blade (456.306 lot 7846905 mfg 12/2014) were reconstructed with known good mating components (130 degree aiming arm, connecting screw, and helical blade inserter) to check for alignment and the misalignment was able to be confirmed. Next, the returned insertion handle was replaced with a known good instrument and the alignment was rechecked - correct alignment was achieved. When connected to the returned insertion handle, the proximal locking hole of the returned nail was misaligned (laterally and posteriorly), causing the helical blade to contact the anterior side of the hole. This misalignment caused damage to the anterior flute of the helical blade resulting in a 1mm wide by 1.5mm deep gouge, which is centered approximately 2mm from the edge of the flute. The drawings for the trochanteric fixation nail were reviewed (456_314 rev e) and there were no dimensional discrepancies in the returned device, and the design was found to be adequate for its intended use. This complaint condition is the result of a deformed insertion handle. The instrument is five years old and is a multi-use device. When the nails are inserted, especially the longer lengths, the insertion handles transmit the load of the surgeon hammering the driving cap as the nail is fully seated in the intramedullary canal. Additionally, the surgeon often utilizes the insertion handle to rotate the inserted nail to ensure correct alignment of the helical blade path into the center of the femoral head. Over time, a combination of these axial and rotational loads can result in deformation, as seen in the returned instrument. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint systemdevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.